Manufacturer narrative:
Siemens filed initial MDR 2432235-2024-00342 on 06-dec-2024. Additional information (22-jan-2025): siemens reviewed the event and concluded that the preanalytical specimen handling potentially contributed to the erroneous carcinoembryonic antigen (cea) results. The investigation findings code and investigation conclusions code in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that erroneous carcinoembryonic antigen (cea) results were obtained on multiple patient samples on an atellica im 1300 analyzer. The erroneous results were reported to the physician(s), who questioned the results. The samples were repeated on an original analyzer. The repeat results were in line with patient's clinical history. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous cea results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that erroneous carcinoembryonic antigen (cea) results were obtained on multiple patient samples on an atellica im 1300 analyzer. Calibration and quality control (qc) were acceptable at the time of sample processing. A siemens customer service engineer (cse) was dispatched to the customers¿ site. During the visit, the cse inspected the instrument, noted sample air pump calibration errors, replaced the pressure sensor board, and ran air pump calibration, which passed. Then, the cse verified no obstruction in tubing, checked sample probe alignments, ran auto check and qc, which recovered acceptably. Next, the cse loaded new pack of cea reagent, performed new lot calibration, and ran qc, which recovered within lab acceptable range. Further, the cse ran precision on qc and 2 patient samples. Siemens is evaluating the event.